Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed and the device functioned properly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The procedure date was (B)(6) 2015. The drain was replaced intraoperatively during the initial spinal fusion procedure.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a transforaminal lumbar interbody fusion on an unknown date and a drain was used. The drain was connected to a reservoir, but there was no negative pressure. The drain was removed and another drain was connected to the reservoir and able to be activated. There were no adverse patient consequences reported. Additional information was requested.